Event description:
Covidien formerly tyco healthcare rec'd a report from a biomedical engineer that the unit did not provide an audio tone in 2008. There was no pt harm reported.

Manufacturer narrative:
The unit was requested back for eval, but it has not yet been rec'd.